Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [16 mg/ml] at a dose of 4 mg/day and bupivacaine [36 mg/ml] at a dose of 9 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on 2017-jan-13 that the pump was flipped in the pocket and surgical intervention occurred. The hcp anchored down the pump using all four suture loops. No catheter revision was needed. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated that at the time of the report the patient status was ¿alive ¿ no injury¿ and that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.